Manufacturer narrative:
Qn# (B)(4) n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "skin stapler cannot work properly". Additional information received states that while in use, the stapler jammed. Further information was not available via the customer. If additional information is received, the complaint file will be updated.

Event description:
The report states "skin stapler cannot work properly". Additional information received states that while in use, the stapler jammed. Further information was not available via the customer. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared aligned. The stapler was returned with (B)(4) staples remaining in the cover block. The sample appears used as there was biological material present on the device. The trigger was not returned engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to fire properly. This was repeated with the same result for the next two staples. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The next 10 staples were all successfully applied to the skin pad. However, the following 2 staples were unable to form properly. The remaining staples became misaligned in the cover block which prevented them from forming properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. However, the saddle spring was observed to be out of position on one side of the cover block. The saddle spring was most likely out of position due to the staples becoming misaligned. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, the first 13 staples functioned properly. However, the staples became misaligned in the cover block and were unable to form properly when fired. The sample was disassembled and it was found that the saddle spring was out of position on one side of the cover block, most likely due to the misaligned staples. Additionally, die casting anomalies on the forming tool were discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.